Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was returned. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
Moving the patient into the figure of 4 position causes the trial head to loosen from the trial stem and slide between the upper acetabular rim and the inferior iliac spine in the cranial direction. The stem is removed and probing is done in an ascending direction to find the head. The head moves in the cranial direction. Attempt to insert instrument into the neck causes the head to move further to the cranial. It starts to migrate caudad toward the small pelvis. Incision is made over the anterior iliac spine. The spine is exposed, the insertion site of the psoas is removed, and then blunt dissection is performed over the iliac wing. The space below the psoas is probed up to the sacroiliac joint and also in the rectal direction. The head was not found.